Event description:
Information received indicated the right intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the latch pin was worn. He replaced the latch pin and the bed functioned to specifications.